Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of the reported call service alarm as well as occlusion alarm during prime. On investigation, the pump powered up properly. Due to additional call service alarms, the investigation was unable to complete the required testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, patient received repeated call service 078 alarms during the rewind step. The alarm repeated during the call after patient rebooted the pump and tried the rewind step again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.